Event description:
The stimulation for the trial patient should be in the right side but with all of the lead configurations tried, she was feeling stimulation shift between legs; feeling stimulation in both legs and predominantly in the left leg. The procedure took place about an hour ago. During the operation, the patient was feeling stimulation in the left leg as intended. The company representative was not aware of intra-op impedances or if they were taken. Impedances at this time were 638-1833. The leads were removed from the multi lead trialing cable (mltc), dried, and then reseated in the mltc. The patient was taken back into procedure room and the leads were looked at under fluoroscopy. The leads had pulled down 2-3 vertebral bodies so the leads were removed by the physician. The patient declined to have new leads implanted at this time and has not rescheduled a new stimulation trial. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, product type: screening device; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, product type: screening device; product ID 355531, serial# unknown, product type: screening device. (B)(4).